Event description:
The account alleged that the head section will drift down slowly. No pt impact.

Manufacturer narrative:
The account could not duplicate the head drift issue and put the bed back in service.